Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the short at the 0 electrode was not determined. The patient was programmed away from the short and left with optimal therapy. The neurosurgeon did not want to explore surgery as an option at this time if the patient¿s therapy remained optimal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has intermittent tingling from his left chest down to his left arm/hand. He had a bilateral replacement in february of this year and reported this feeling since his replacement. He saw his neurologist and he feels he has a pinched nerve, and it¿s not deep brain stimulation (dbs) related. Per the dbs report, there are no impedance issues. The neurologist ordered physical therapy. Additional information was received from a manufacturer representative (rep) reporting impedances were ran at the follow up appointment and were all within normal limits. The neurologist did some manipulation around his shoulder/ ribs to see if anything orthopedic related was causing the sensations nothing subsided. The patient went home with his right ins off and was advised to leave it off for an extended period of time to see if the tingling resolved. After having it off for over 24 hours, the tingling had resolved. When turning the right ins back on, the tingling came back. Additional information was received from a manufacturer representative (rep) reporting they manipulated the system to try to elicit a change in impedances and was unable to see any values outside of the normal range. They tried some different programming and the sensation subsided but came back over a few days. Sometimes when reducing the stimulation the tingling sensation is not as intense. The neurologist thinks that because the sensation went away with the ins off that the orthopedic issue is not the cause. The rep reported that the patient's impedances changed on contact 0/3-- at one time it was tested at 3v and showed 1304 ohms and another at 0.7v and showed 2456 ohms. Tech services reviewed expected observations with shorts/opens and reviewed checking impedances in multiple positions, checking historical impedances, considering programming adjustments. Additional information was received from a manufacturer representative (rep) reporting that upon testing the right dbs system at the 4/20 appointment, the 0 contact in monopolar and bipolar impedances were now out of range ¿investigate¿. Some manipulation and body positions did change the impedance values. It was determined at that time there is a short to the 0 electrode on the right dbs system. The neurosurgeon recommended surgical intervention only if the patient couldn't get tingling relief and tremor control on another contact, as he was programmed on the 0 contact. The rep was able to achieve relief of tremor and tingling to the left hand by programming on contacts 2 and 3. At this time, the issue has been resolved.